Manufacturer narrative:
The product is not expected to return. (B)(4).

Event description:
It was reported that this right ventricular lead was explanted due to infection. In addition, the implantable cardioverter defibrillator system and right atrial were also explanted due to infection. No additional adverse patient effects were reported.